Manufacturer narrative:
Qc results were within the acceptable range. No information has been provided which suggests a pre-analytical problem.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since the patient samples are not available, the investigation could not be completed.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned high results for 5 patient samples tested for elecsys vitamin d assay (vitamin d) on a cobas 6000 e 601 module. Based on the data provided, the results for 4 patient samples were erroneous when compared to the diasorin method. The erroneous results were reported outside of the laboratory where the physician questioned the high results. The customer stated the vitamin d results on the e601 module were reproducible. The actual results were not provided. There was no allegation that an adverse event occurred. The e601 module serial number was not provided.